Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the silicon jaw boots on the vasoview hemopro endoscopic vessel harvesting system were "damaged". A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned, and the lot number was received with the returned product.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the silicon coating on the tip of the cold jaw boot was detached. The cold jaw was very burnt and the hot jaw was burnt and charred. The device was bloody. Based upon the visual observations, the reported complaint "jaw boots were damaged" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. (B)(4).